Event description:
A customer reported they were unable to connect the laser footswitch during surgery. The procedure was completed using a cryopexy technique instead. There was no pt harm reported. Add'l info was received from an international company rep reporting that during the case, as the doctor was ready to apply laser, the footswitch was not recognized as the cable had been "snapped" off the back panel. The surgeon then decided to convert to an alternate technique.

Manufacturer narrative:
The company rep examined the system and found the laser footswitch not working after the connector snapped from the pcb (printed circuit board). The company rep replaced the interface breakout pcb and the laser footswitch. The system was then tested and met product specs. The root cause has not been determined. (B)(4).